Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, broken belt clip slot and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. The drive support cap was noted to be normal. It was noted that the insulin pump may have been exposed to a high magnetic field and the customer was unable to rewind the insulin pump. Customer does not use the sensor feature. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.